Event description:
Hosp reported a pt received a tissue injury behind right ear during tympanoplasty procedure performed with surgical microscope on date unk. Posterior aspect of the ear was noted to be reddened after case complete. Injury progressed to a large area of injured tissue behind the right ear that appeared as a burn on date unk. The center of the area was dark with sloughed skin and scabbing. Medical intervention: plastics consult; dressing changes with aquacell.

Manufacturer narrative:
On (B)(6) 2011, a MFR service rep performed an on-site preventive maintenance of both microscope s/n (B)(4) at the hosp. This included safety function tests, confirmation uv filter was in place and that the light intensity filter was functioning properly.